Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 185 mg/dl. Troubleshooting was performed verifying the occlusion alarms. Reportedly, the customer believed the occlusion alarm was caused by performing the incorrect air removal process. The customer declined additional troubleshooting and successfully resumed insulin deliveries.